Event description:
The chair allegedly drove in circles and would not stop. No injury is alleged.

Manufacturer narrative:
The dealer reported that a user alleges their chair drove in circles and safety services had stopped the chair with the user in it. Unknown if a programming selection of the chair was set to a latched mode. The chair was inspected by a manufacturing representative in the field and the chair functioned with no discrepancies. Manufacturer is working with dealer to return the chair for inspection. MDR filed based on alleged unintended movement.